Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa had an anterior wing shape with a maximum ostium of 22mm. A 27mm watchman laa closure device and delivery system was chosen. The closure device was deployed and was canted under the wing. A partial recapture was performed and the device was redeployed. It popped out of the laa, so it was fully recaptured. A pericardial effusion of 2cm posterior was detected on a transesophageal echocardiogram (tee) sweep. The patient's hemodynamics remained stable, but were supported with medication. Contrast was injected, but could not detect a perforation. A 24mm watchman laa closure device and delivery system was then deployed at the ostium and met release criteria, so it was successfully implanted. The physician watched the effusion for 15 minutes and it did not grow. He elected to perform a pericardiocentesis and 210 cc of blood was removed. The drain was removed and the patient was sent to the critical intensive care unit in stable condition. It was determined that cardiac tamponade occurred. The patient was discharged from the hospital one day post procedure.